Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the lumen of the thal-quick catheter occluded following placement in a 69-year-old female patient. The patient had a history of diffuse interstitial rheumatoid lung disease. On day 2 of admission, the patient was treated for secondary spontaneous pneumothorax with emergent placement of a thal-quick chest tube in the midaxillary 4-5th intercostal space. The procedure was performed in the emergency department. The patient was on anti-platelet medication which was not adjusted/suspended prior to the procedure. X-ray imaging confirmed successful placement in the desired location. The catheter was then attached to active wall suction, and the initiation of drainage was successfully achieved. Saline was instilled in the chest tube at some point during indwell time. On day 2 of admission (day of procedure), following the placement of the chest tube, the patient experienced subcutaneous emphysema along the left lateral chest wall and persistent air leaks that were not treated. On day 5 of admission (3 days post-procedure), the patient developed a tension pneumothorax which was related to clots obstructing the chest tube, venous-venous extracorporeal membrane oxygenation (vv ECMO), and interstitial lung disease (ild). The study chest tube was irrigated to remove the clots, and an additional chest tube was placed. Both chest tubes remained in place and were attached to wall suction. On day 8 of admission (6 days post-procedure), the patient experienced bleeding from the chest tube insertion site, ECMO cannulation sites, and all puncture sites with the primary volume loss occurring at the ECMO sites. This event was treated with blood transfusion and was noted as related to patient¿s coagulation status. The patient died on day 9 of admission. A lot number or a rpn was not provided. A sales search for thal-quick devices sold to USA in the last 3 years identified the rpn c-tqts-1400 as the most sold rpn. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU) were conducted for this representative device during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [c_t_thal_rev11] ¿thal-quick chest tube sets and trays,¿ contains no relevant instructions for this failure. Based on the available information, no product returned, and the results of the investigation, cook concluded that patient's condition likely contributed to this event. As reported, the patient's interstitial lung disease and ECMO status contributed to the event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D3 - date of event: eligible patients for the study were treated with the device between (B)(6) 2017 and (B)(6) 2019. G4 - PMA/510(k)#: exempt. H3 - device evaluated by mfg? The device not returned to the manufacturer. H6 - annex f28: selected to capture the report patient death not related to reported adverse event. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the lumen of the thal-quick catheter occluded following placement in a 69-year-old female patient. On day 2 of admission, the patient was treated for secondary spontaneous pneumothorax with emergent placement of a thal-quick chest tube in the midaxillary 4-5th intercostal space. The procedure was performed in the emergency department. X-ray imaging confirmed successful placement in the desired location. The catheter was then attached to active wall suction and the initiation of drainage was successfully achieved. Saline was instilled in the chest tube at some point during indwell time. On day 2 of admission (day of procedure), following the placement of the chest tube, the patient experienced subcutaneous emphysema along the left lateral chest wall and persistent air leaks that were not treated. On day 5 of admission (3 days post-procedure), the patient developed a tension pneumothorax which was related to clots obstructing the chest tube, venous-venous extracorporeal membrane oxygenation (vv ECMO), and interstitial lung disease (ild). The study chest tube was irrigated to remove the clots, and an additional chest tube was placed. Both chest tubes remained in place and were attached to wall suction. On day 8 of admission (6 days post-procedure), the patient experienced bleeding from the chest tube insertion site, ECMO cannulation sites, and all puncture sites with the primary volume loss occurring at the ECMO sites. This event was treated with blood transfusion and was noted as related to patient¿s coagulation status. The patient died on day 9 of admission.